Event description:
It was initially reported to bsc/target that a spinnaker elite flow directed catheter 1.8 f-l with part number 559020-2 and unknown lot number was kinking during use. In 2001, during the investigation, it was found that the actual device returned was a spinnaker elite flow directed catheter 1.5 f-l with part number 549020-2 and lot number 3645605, which was ruptured at the distal section and had, therefore become an MDR.